Manufacturer narrative:
UDI#: (B)(4). The info received relating to this event is currently being investigated. A follow-up MDR will be submitted with the investigation conclusions.

Event description:
On 07(B)(6) 2012, two zilver ptx stents were placed in the right sfa. On (B)(6) 2014, worsened intermittent claudication occurred to the pt. On (B)(6) 2014, the occlusion was confirmed where the zilver ptx stents were placed. Pta and another MFR's stent placement was performed. There have been no further adverse effects tot he pt reported as occurring. Reference also related report MDR ref# 3001845648-2014-00338.